Event description:
It was reported that during a davinci si colectomy procedure, the customer noted loss of insulation, manipulation of tip on the bowel grasper instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.